Event description:
The physician reports that the crystalens haptic bent during insertion using a lens insertion instrument. Intervention was performed in order to enlarge the incision and remove and replace the lens. A second crystalens was implanted successfully and the pt's prognosis is good.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged iol was returned to b&l for eval and subjected to visual examination, which revealed that both haptics were torn at the hinge. Root cause: according to the physician, the root cause of the reported issue of haptic damage is related to either a loading error with the lens injector or to forceps use. (B) (4).